Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device's therapy connector had a broken pin lodged inside one of the sockets. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control later confirmed with the customer, a biomedical engineer, that the device's therapy connector assembly, as well as quik-combo therapy cable assembly, were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Neither the device nor the original quik-combo therapy cable assembly have been returned to physio-control for evaluation.